Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts in resetting the pump, and after the reset, the malfunction code did not recur. Instructions were given to contact cts again if any malfunction issues reappeared.